Event description:
Letter from pt's attorney states that during the pt's primary total shoulder replacement, the pt's bone was perforated allowing cement to extravasate/through the opening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the result of this investigation once it has been completed.